Manufacturer narrative:
Patient ID, age, dob & weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant devices reported, therapy dates (B)(6) 2017. Part 02.112.142 (2.7mm/3.5mm lcp lateral distal fibula plate 6h/right/112mm) unknown lot number, quantity:1. U2.7mm screw, unknown part and lot numbers, quantity: 1. (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient underwent an open reduction internal fixation (orif) procedure of the distal fibula due to a fracture. While the surgeon was placing an unknown 2.7mm locking screw into the 6-hole 2.7mm fibula locking compression plate the tip of screwdriver broke off and became cold-welded in the screw head. The tip was not retrieved. This event resulted in a 15 second surgical delay there was a back-up screwdriver for the surgeon to successfully complete the procedure. No harm was reported to the patient. The patient outcome was reported stable. This complaint involves 1 device. Concomitant devices reported: part 02.112.142 (2.7mm/3.5mm lcp lateral distal fibula plate 6h/right/112mm) unknown lot number, quantity:1. U2.7mm screw, unknown part and lot numbers, quantity: 1. This report is 1 of 1 for (B)(4).